Manufacturer narrative:
(B)(4). The customer's complaint of an infusion running faster than expected could not be confirmed because the product was not returned for failure investigation. The customer did not record the device serial number, therefore, no failure investigation could be performed. No product return is expected. The root cause of the customer's experience was not identified.

Event description:
The customer reported 800-1000ml of a primary rituxan infusion bag was found empty after 30 minutes. The set up included a normal saline infusion connected to the venous access and the rituxan connected to the most distal port on the normal saline line. Basic infusion programming was used for this infusion. There was no report of pt harm or medical intervention.